Event description:
The patient reported the Pod was causing high blood glucose levels that reached 328 mg/dL with unusual beeping throughout wear time on their arm for more than 48 hours. Analysis of the returned device revealed a tear in the cannula, resulting in insulin leakage.

Manufacturer narrative:
The Pod arrived fully deployed. Download data was not available for the device, as the Pod was unable to establish a connection with a Master personal diabetes manager (PDM) due to the Pod being connected to another remote. The pod underwent an 80-hour reset in an attempt to reset the Pod's Bluetooth connection, but ultimately the Pod was unable to connect to the Master PDM as the Master PDM still indicated the Pod was paired to another remote. With the Pod unable to pair with the Master PDM, the Pod data was unable to be retrieved. Fluid was found to leak from the tear in the exposed portion of the soft cannula during fluid path testing. It could not be determined when or how the damage to the soft cannula occurred. It could not be determined if this tear contributed to an insulin delivery failure. The cause of the reported event could not be determined. Lot Release records were reviewed, and the product lot met all acceptance criteria.Locked Down Smartphone: PHONE_CONTROL_IOSOmnipod Software App Version: 2.1.0Operating System: 26.3Hardware: iPhone14.8CGM Sensor Type: G7Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.